Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® non-platform switched parallel walled implant 4 x 10mm (boss410) was returned for investigation attached to an unknown restoration. Visual inspection of the as returned product identified fracture at the implant threads. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration . D4: UDI . D10: device availability. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant fractured and had to be removed from tooth site 13.